Event description:
It was reported that a patient presented in clinic after receiving a vibratory patient notifier for eri. On (B)(6) 2017, the device estimated 3 months until eri. Premature battery depletion was suspected. Device replacement is anticipated but no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
New information received states that the device was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the field event was undetermined.